Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medications. Device issue: no device malfunction has been reported. It was reported that nine days after the 2.75 x 12 mm promus stent was implanted, the pt returned with hives. It is unk if this was an allergic reaction to the promus. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results & conclusion summation - allergic reaction, as noted in the promus IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. It should be noted that the IFU states that the promus stent is contraindicated for use in pts with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers. Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.